Event description:
The customer reported that during a routine check of the unit, the unit shut down. The unit's on/off switch was toggled and the unit powered-up. The unit emitted a slight burning smell.